Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat mixed mitral regurgitation (mr) with a grade of 3-4. Two clips were (71111u160 and 71114u149) implanted successfully reducing mr to 1-2. On (B)(6) 2018, prior to discharging the patient, echocardiogram was performed showing that the clip (71114u149), detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr increased to a grade of 4. The other clip remained secure on both leaflets. On (B)(6) 2018, mitral valve repair surgery was performed, a valve ring was implanted and the slda clip was explanted. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy/morphology (prolapsed leaflet). The reported adverse event of recurrent mitral regurgitation (mr) is due to the slda. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.